Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. A 45-day tee was scheduled for (B)(6) 2020 but was cancelled due to covid-19. The patient started having heart burn symptoms and shortness of breath on (B)(6) 2020. On (B)(6) 2020 the patient presented to the hospital with chest pain and an echocardiogram showed a moderate pericardial effusion without tamponade. A tee was performed on (B)(6) 2020 and the device was noted to be well-seated without peri device leak. No thrombus was in the area and a 0.1 cm peri device gap only. The moderate pericardial effusion without tamponade was still present and on (B)(6) 2020 a surgical pericardial window was performed.